Event description:
Erosion of implanted vaginal mesh through vaginal skin on the posterior wall. The patient had mesh placed anteriorly and posteriorly back in 2007 by an outside physician. Surgeon did take down some anterior wall of mesh in 2009, and the patient returned to his office recently with onset of symptoms of discharge and discomfort and was found to have a posterior wall erosion now four years after the original surgery. Mesh was dissected and excised in pieces.